Event description:
It was reported that the bd maxzero needleless connector was damaged. The following information was provided by the initial reporter: product: maxzero needless connector. Manufacturer: bd. Patient harm: 2 - near miss. Event description: (location) clinical research center (crc) fairway north this rn utilized a transfer device to attach to the blue needless connector that was attached to the port needle and tubing. After use, the transfer device was removed, as I sat the transfer device down after detachment and went to grab the alcohol swab to scrub the needless connector hub, I noticed the blue portion inside the needless connector was still indented. Shortly after I noticed it, it popped back out with a loud "pop" and it proceeded to spray blood all over my arm, the patients chair, and the floor. I removed and replaced the needless connector for further use of the patient's port without further issue. The packing had long been disposed of, but there was a number in small black font on the side of the needless connector: 251595a14. We were consulted on this si, but we are unable to identify the defective product. I tried searching our item master for mfg# 251595a14 that you provided with no results, so I wonder if that was the lot number.

Manufacturer narrative:
Device evaluation: no product or photo was returned by the customer. The customer complaint of component damage - leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material mz1000-07 because the lot number is invalid. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.